Event description:
It was reported by service report that the footboard connector was pushed through the bottom and there was no footboard function. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: footboard.